Event description:
It was reported that this left ventricular (lv) lead was an attempted implant as a breach in the lumen caused the accessory wire to come out of the lead. A different lead was used instead. No adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a puncture hole in the insulation, consistent with the reported guidewire escaping the lumen. Testing was completed to assess lead electrical performance and measurements throughout this test were within normal limits. An outer insulation integrity test was performed and failed due to the puncture in the insulation. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant as a breach in the lumen caused the accessory wire to come out of the lead. A different lead was used instead. No adverse patient effects were reported. The product was received for analysis.